Event description:
It was reported that while the rn was connecting the mircrotubing to hang cefepime, a pop was felt and it would not attach to the purple needleless connector. Upon further examination of the tubing, it was found that the distal end is cracked. It was noted that cefepime and normal saline were the only fluids that ran through the set and it was brand new, began using on march 10th. There was no patient injury. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the distal end is cracked was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted half of the male luer fixed collar was broken off from the base of the collar. Closer inspection under magnification also observed signs of stress marks at the break site. No other anomalies were observed. Functional testing was deemed unnecessary due to the broken male luer fixed collar and the disconnections at the luer that would occur. The root cause was identified as design of the male luer component. A device history record for model me2017 with lot number 19107052 was performed. The search showed that a total of 15,053 units were built in 1 lot on 30oct2019. The search showed that there were no quality notifications for the failure mode reported by the customer.

Manufacturer narrative:
Concomitant medical products: non-bd needle-free connector. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient is a pediatric.

Event description:
It was reported that while the rn was connecting the microtubing to hang cefepime, a pop was felt and it would not attach to the purple needleless connector. Upon further examination of the tubing, it was found that the distal end is cracked. It was noted that cefepime and normal saline were the only fluids that ran through the set and it was brand new, began using on (B)(6). There was no patient injury. Although requested, additional information was not provided.